Event description:
Consumer reports receiving different readings from their two meters. Analysis run on clark error grid using competitive reading(50,52) as ref. Point vs bid reading (83,84) yielded data points in the d range of the grid, outside acceptable limits.